Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse observed the flow rate of solution slow down in a one-link extension set by perception of the frequency of drops. This was observed during priming with lactated ringer's solution using gravity. A quantitative flow rate was not reported. There was no patient involvement. No additional information is available.